Event description:
While tightening the device, the harmonic handpiece failed. Instead of tightening the cord onto the handpiece, the cord would loosen when tightening device was turned on. Scrub tech and surgeon aware. Device was not used on patient. New device was added to field and functioned properly. No patient harm.